Event description:
It was reported that the patient presented to emergency room following a syncopal episode. The right ventricular (rv) and left ventricular (lv) leads failed to capture. On (B)(6) 2026, an x-ray was performed, and dislodgement of the rv and lv lead was noted. The physician explanted the rv and lv lead. The rv lead was replaced. The patient condition was stable.